Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp)'s leak test on the safety disk did not pass. There was no patient involvement or harm reported.

Manufacturer narrative:
(B)(6) hospital. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that all manifold tests had been performed and it was confirmed that the leak test was outside the normal range. The fse discovered that the catheter connection on the pim was loose. The fse adjusted that connection and ran multiple tests to confirm that the device is good and in working order.